Manufacturer narrative:
H2-h6: a medtronic representative went to the site to test the equipment. It was found that the hdmi cord was loose on main cart. When it was re-attached, the monitor worked appropriately. No hardware was replaced. Codes b01, c17, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736408, serial/lot #: -, ubd: , UDI#: h3: no parts have been received by the manufacturer for evaluation. H6: codes b17, c20, and d15 are applicable to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the main cart monitor was displaying "no video detected". The system booted up normally before case. The site pulled patient images from electronic picture archiving and communication systems (pacs). After site pulled images, the main cart monitor intermittently went between black and video. Main cart monitor eventually went black and then displayed "no video detected". The camera cart monitor remained on and the site was able to register patient. The clinical specialist (cs) checked the softkeys to verify that the correct display, high-definition multimedia interface (hdmi), was turned on. Technical services (ts) had cs use a known working hdmi cord and connect from hdmi video out on in/out panel directly to the back of the monitor which then returned the video on the monitor. The site was then able to proceed with the case. The patient impact and length of delay are unknown.